Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A customer reports a system message occurred during the case. The system was rebooted and the case completed. No pt injury was reported.

Manufacturer narrative:
A company service rep informed the customer that there was a pending upgrade that will resolve the system message. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. An internal investigation has been opened to address the issue reported. A corrective action has been initiated. (B)(4).